Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported contamination issue appears to be related to operational context. In this case, it is likely that during preparation of either the guidewire or the catheter, that foreign material was left behind by the cloth which was employed to wipe. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device returning status updated from yes to not returning.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that after the procedure, once the dragonfly opstar imaging catheter was removed from the anatomy, it was noticed that there was a foreign body, described as a "thread," sticking out of the distal tip of the dragonfly catheter. The device was used without issue during the procedure. The device was used with a bmw guide wire (gw), which also had no issues during use. Both devices functioned as intended. No replacement device was required as this occurred after the procedure was successfully completed. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided. Although the bmw guide wire is being returned, it was reported that the guide wire was used without issue during the procedure.